Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted on (B)(6) 2017, in the right eye of a (B)(6) year-old male patient. The iol, initially placed at 179 degrees, was measured at one-week post-operation visit at 25 degrees. Reportedly, the patient was complaining that their vision was not as clear as they expected. Additional information was received and it was learnt that the lens was repositioned at 179 degrees on (B)(6) 2017. (B)(6) 2017 - one day post-repositioning: bcva (best corrected visual acuity): 20/25, grade 1 cells, iol positioned at 179 degrees. (B)(6) 2017: bcva (best corrected visual acuity): 20/30, grade 1 cells, iol positioned at 179 degrees and fundus exam clear. No further information was received.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.